Manufacturer narrative:
Film evaluation summary: the reported abscess formation surrounding the aneurysm sac could not be confirmed on the pre-implant films available; therefore, the cause of the event could not be determined. Post-implant cts were not available for assessment of the reported abscess. The fever could not be assessed either. It is unknown if the patient had any co-morbidities that may have contributed to the reported abscess formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received: the exact condition of the patient is unknown as the patient has not returned for follow-up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days after the implantation of the endurant ii stent graft, the patient presented with a fever and was hospitalized. The index procedure involved the implantation of the stent graft to treat a 62mm abdominal aortic aneurysm and the final aortography showed no endoleak at that time. Prior to the evar the patient underwent a percutaneous coronary intervention. Screening revealed an abscess surrounding the aneurysm sac. The cause of the event could not be determined by the healthcare professional. The issue has not been resolved, and the device remains implanted.

Manufacturer narrative:
This is a system report. Section d references the main component of the system. Other medical products in use during the event include: brand name endurant ii iliac stent graft; product ID etlw1624c82ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2025; explant date: not applicable brand name endurant ii iliac stent graft; product ID etlw1616c124ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2025; explant date: not applicable brand name endurant ii iliac stent graft; product ID etlw1616c156ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2025; explant date: not applicable brand name endurant ii iliac stent graft; product ID etlw1613c124ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6)2025; explant date: not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.